Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. The customer's blood glucose (bg) ranged from 118-210 mg/dl. A replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the issue; however, the customer did not respond.